Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following was observed sheath shaft curved and introducer curved. Liner partially expanded 9cm in length from strain relief. The rest of the liner was unexpanded and tip unopened. Distal tip damaged and a portion of the soft tip material missing. Kink on sheath shaft 4cm from strain relief. Scratches observed on sheath shaft. The associated commander delivery system was advanced through the sheath and the sheath expanded and the tip opened, as designed. As the associated delivery system was able to be fully advanced through the sheath with no issues, dimensional testing including measuring the delivery system flex tip outer diameter was not necessary to be performed. The reported events were confirmed based on the evaluation of the returned device. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event tortuous patient anatomy can create suboptimal angles that can lead to noncoaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As per reported, there was tortuosity at the patient access vessel. Also, per evaluation of the returned device, curvature was present on sheath shaft. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As per reported, there was calcification at the patient access vessel. Also, per evaluation of the returned device, scratches were present on sheath shaft. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. Vessel calcification and or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage tip damage if compounded with vessel calcification and tortuosity. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in process inspections visual performed in manufacturing process and product verification testing functional and visual on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations from manufacturing and the IFU training manual as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors calcification, tortuosity may have contributed to the reported event. The reported event was confirmed based on evaluation of the returned device. No manufacturing nonconformances were identified during the evaluation. Reviews of the DHR and complaint history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per evaluation of the returned device, the sheath distal tip (soft tip) was observed to be damaged and separated the distal edge of the liner with the separated portion not returned. The patients vessels were reported to have calcification and tortuosity present. Such patient factors can interact with the sheath soft tip and weaken the material, causing damage. Further damage and separation of the distal tip could have occurred with excessive manipulation if it was applied during the procedure. As such, available information suggests that patient factors calcification, tortuosity and or procedural factors excessive manipulation may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate in new zealand, regarding a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, when advancing the commander delivery system and valve through the 14f esheath, the devices became stuck inside the sheath. The valve, delivery system and sheath were retrieved from patient as a single unit. Another 23mm sapien 3 ultra kit was used to continue with the procedure. After removal of the first system, it was found that the valve moved distally onto the balloon of the delivery system. The patient did not suffered any injury from the event. Patient outcome was good. As per the preliminary evaluation of the returned devices, it was found the esheath distal tip damaged and soft tip material was missing.

Manufacturer narrative:
Investigation is underway.